Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) found that the unit was failing the drive manifold leak test. To fix the issue the fse replaced the drive manifold, then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold leak test. There was no patient involvement, and no adverse event reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: h6(problem code). *the aware date reported in the initial report was submitted incorrectly. The aware date should read: 2022-02-24. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10 additional information: contact person: francisco peralta, (B)(6), (B)(6) the getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the drive manifold to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a